Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation, investigation findings, and investigation conclusions) investigation summary: no samples (including photos) were returned, investigation was performed on retain samples and no issues were observed, therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Complaint actually taken by xxxxx and passed on to me; "the patient reported an incident which occurred on 2 separate occasions from the same box, in which she claims that the needle has pulled out of the plastic and remained in her skin when she removed the pen post injection. Did not discuss the possibility that it had in fact broken. Patient claims that she needed her son to pull the needle out with tweezers patient has been diabetic for 10 years and has largely been using our product. The patient does not require nor request additional follow up unless sought from our end. Believes that she bought the pen needles from the avenue united discount pharmacy does not recall the date purchased. Product code 320477. Product lot: 2307773.